Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -some visible particles in the delivery liquid. -deposits in the sprung reservoir and in the periphere catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0, the ventricular catheter and the sprung reservoir are permeable, while the shuntassistant is non-permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 6.42 cmh2o. This is within the specified tolerance of 9 cmh2o ± 3 cmh2o. The test of the shuntassistant is not applicable because the detected blockage in section "permeability test". Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation results, we can identify a blockage in the shuntsystem. The shuntassistant is non- permeable. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Investigation on-going. Investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav 2.0 shunt system (part # fx413t) was implanted. According to the complainant, the shunt system was believed to be not adjustable. The patient underwent a revision procedure. The complaint device was returned for evaluation. No patient complications were reported as a result of the revision procedure on (B)(6)2021. Further patient information are not available.